Event description:
It was reported that the patient presented for a follow-up at the local hospital outpatient clinic with pocket infection and wound dehiscence. The device pocket was noted to red, swollen, discharge, and tissue adhesion was observed. The physician believed that the cause of the infection cannot be ruled out by the patient's allergy to pacemaker metal or other reasons. The physician explanted the system- pacemaker, right atrial (ra) lead, right ventricle (rv) and left ventricle (lv) lead to resolve the issue. The system was replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.